Event description:
Period iegm shows possible lead movement of ra or rv lead has led to noise and oversensing on the rv channel. Recommended evaluating the lead in person as cause could not be determined from the one hm periodic iegm. Lead remains implanted and no adverse patient events have been reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.